Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen's backlight was dim which resulted in the customer experiencing difficulties reading the screen. Customer's blood glucose was 190 mg/dl. Reportedly, the customer declined troubleshooting with tandem technical support and continued to use the pump for insulin therapy.